Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6) 2008. According to the complainant, the patient experienced an unknown injury. According to the physician's office, the patient did not present with any complications. The patient was healing well after each procedure. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
The patient is reported to be over 18 years of age.